Event description:
It was reported that revision surgery was performed due to pain and a soft tissue reaction. The devices were implanted in 2009.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.

Event description:
The femoral stem involved in this patient's primary surgery remained implanted at the time of revision.